Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The erbe was returned for failure analysis and placed on an in-house system and was run in normal mode. The reported failure error c-34 was confirmed and reproduced.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, error c-34 occurred against the integrated electrosurgical unit (iesu) or erbe. The customer tried two different monopolar instrument cords, and two different monopolar instruments, before calling. The intuitive tech support engineer (tse) asked the or staff to pull the erbe power cord for 10 seconds. Error c-34 returned on erbe power up. The tse advised that the erbe needed to be replaced. The surgeon continued with the procedure robotically. There were no reports of patient injury.